Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the drape accessory involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) drape clip and magnet were not oriented correctly, therefore the customer could not put the drape on, and it was unusable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape was analyzed, and the findings did not replicate or confirm the customer reported event. The accessory was installed on the in-house system and passed recognition and engagement without any issues. All four sterile adapters were successfully installed. There was no issue found on orientations of drape clips and magnets. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. A visual inspection was performed and there was no damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.